Manufacturer narrative:
D5; h2,3,4,6; g4: added add'l info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no and external damage to lcs/cs housing, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctly, yes and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info rec'd and the visual and functional testing, it was found that the clamp arm of the lcs was bent. No conclusion could be reached as to what may have caused the clamp arm to be bent (misaligned). Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a laparoscopic nissen fundoplication the lcs blade would not align properly with the tissue pad during assembly. A second lcs was pulled and assembled for the case. There was no consequence to the patient.